Manufacturer narrative:
Product ID, 8709sc lot# bo856768k, implanted: 2009 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the six months prior to the report, the patient suffered from severe dystonic crisis. The physician increased the dose to 1000mcg with no improvement. The physician tried to aspirate fluid from the catheter access port (cap) but with great difficulty. A dye study was performed and was ok. A catheter replacement was planned because, the physician suspected that the posture of the patient was the cause of a possible catheter occlusion or kink. The patient had grown during the time of implant and a migration of the catheter was found. The patient was given oral baclofen and valium. A rotor test was also planned. The patient received less than 50% therapy relief and continued to have dystonic crisis at the time of the report. The device system was used to deliver lioresal (baclofen). It was later reported that the catheter was replaced. The patient was reported to "feel fine" following the replacement.